Manufacturer narrative:
The patient interface (pi) suction ring may lose suction during a procedure. Label copy states corneal fixation vacuum loss can occur. There are several factors that may contribute to suction issues such as doctor¿s technique in applying the suction ring to the cornea, doctor¿s technique in squeezing the pi clip to secure the suction ring to the pi cone, and patient anatomy affecting the interface between the patient¿s cornea and the suction ring. Device manufacture date: unknown all pertinent information available to abbott medical optics has been submitted.

Event description:
The surgery center reported having suction loss with a patient interfaces during a laser treatment. The patient was re-applanated. The surgery center indicated the suction loss occurred twice. The procedure was aborted. The flap was performed on the right eye (od) but not lifted. The patient is scheduled for a prk (photorefractive keratectomy) in the left eye (os) and lift treatment for the right eye (od). This is one of two reports. (This report is for the patient interface) refractive measurements: pre-op od: bcva 20/20 -.75 x -2.50 x 168; pre-op os: bcva 20/20 -1.75 x -3.00 x 7.